Event description:
Rptr received a letter from a radio station. According to their dir of engineering they will be building a new tower near facility. This info included the operational frequencies. (Channel 38 614-620 mhz). As part of resident security, the facility has the wander guard alarm system on all perimeter and certain interior doors. As of last summer (6/00) facility started experiencing intermittent problems, where as the alarms would go off for no reason at all and doors would lock. To confuse matters even more, only a portion of the system would malfunction. Within 6 weeks the problem mutated then disappeared. However, 6 months later the problem has recurred. The wander guard co was informed of problem and sent a tech, who was unable to find a problem with the system. Facility has isolated the problem in as much as it's not an electrical (line) problem. An isolation transformer was installed on the feed to the part of the system that was reacting the worst. Grounding was checked with no faults. It seems the problem bleeds in and out. Wander guard is fed from 120v then transformed to 24vac, at this point a radio frequency of 500-508 khz is produced to transmit to bracelet worn by residents that prevents the door from opening and not allowing them to leave without supervision. (Simplistically put.) Rptr's concern is, that interference from recently constructed digital phone towers of a recently activated microwave dish and/or the construction of the new tv tower may be lending to or causing problem. Maybe not by the initial carrier signal but possibly by a side band. Facility ranges at 600' x 540' in an unusual pattern. One thought was atmospheric condition, in conjunction with the towers caused problem. Then, thought, perhaps it was in line of sight with another tower. In any case, there is a combination of conditions making part of the system malfunction.